Manufacturer narrative:
The lot number information needed to review device history records was unavailable. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". The fracture surface of the stem inserter shows a granular and irregular surface. Fracture artifacts on the surface suggest multiple fracture initiation sites. Fracture artifacts further suggest the fracture is due to a two-way bending overload. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Manufacturer narrative:
Follow up with the surgeon revealed that a radiograph was taken and nothing was retained by the patient.this report filed (B)(4), 2011.

Event description:
It was reported that patient underwent procedure utilizing a soft tissue fixation device on (B)(6), 2011. During the procedure, the inserter became stuck in the surgical tunnel after being impacted. Upon removal of the inserter from the surgical tunnel, it was discovered that one of the prongs on the inserter had fractured. To date, radiographs have not been taken to identify whether the patient retained the fractured piece.

Event description:
It was reported that patient underwent procedure utilizing a soft tissue fixation device on (B)(6), 2011. During the procedure, the inserter became stuck in the surgical tunnel after being impacted. Upon removal of the inserter from the surgical tunnel, it was discovered that one of the prongs on the inserter had fractured. Radiographs taken during follow up revealed that nothing was retained by the patient.